Manufacturer narrative:
In this case, the returned device analysis confirmed the reported torn ci. The reported difficult to insert ci over the clip, however, was not confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. All available information was investigated and based on the information provided, the reported difficulty inserting ci over the clip resulting in damaged (torn) ci appears to be related to user technique. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that during preparation of a mitraclip xtw, while placing the clip introducer over the clip, the clip introducer slipped, causing its tip to become trapped between the clip arms and gripper, resulting in damage; the clip introducer was torn. Therefore, the clip was not used and was replaced. There was no clinically significant delay in the procedure.